Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, it was noted that vessel dissection occurred after the first run of the rotablator plus. The device was removed using dynaglide mode. An apex balloon catheter and rebel stents were used to treat the dissected vessel. No further patient complications were reported and the patient condition was stable.